Event description:
Clinical study. It was reported that 67 days after a coronary artery drug eluting stenting procedure the patient expired. The index procedure the patient expired. The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 90% stenosed region of the mid left anterior descending artery (lad). The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x16 mm (lot 6918573) drug eluting stent without complication. The patient was discharged from the hospital two days post index procedure receiving asa, and plavix. The site reported that the patient expired 67 days post index procedure.

Event description:
It was further reported that the target lesion was 14.0 mm in length and had 0% residual stenosis after implantation. The pt's wife reported that the pt died at an outside hosp. Of note, the pt received antibiotics during index procedure hospitalization for bronchitis. The pt was pronounced dead 67 days post index procedure. An autopsy was not performed. The death certificate lists the immediate cause of death as acute respiratory failure and sequential conditions leading to the immediate cause of death as left lower lobe pneumonia and emphysema. In the opinion of the physician the target vessel was not involved in the death.